Manufacturer narrative:
Batch review performed on 28 march 2023: lot 2007630: (B)(4) items manufactured and released on 04-nov-2020. Expiration date: 2025-10-22. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event in the period of review. Other device involved: liner: mpact 01.32.3239hct flat pe hc liner ø32/c (k103721) lot 2009598: (B)(4) items manufactured and released on 13-oct-2020. Expiration date: 2025-09-27. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event in the period of review.

Event description:
The patient came in reporting instability and the cause of the instability is unknown. At 1 year and 11 months post primary the surgeon revised the head and liner and the surgery was completed successfully.